Event description:
Procedure: hysterectomy. According to the reporter: the needle would not properly seat within the jaws of the device. The user was unable to pass the needle back and forth. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.

Manufacturer narrative:
(B)(4).